Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of diabetic ketoacidosis. The reporter states that the patient was brought to the hospital and was treated with IV insulin. Upon admission, her blood glucose was 483mg/dl. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.